Event description:
In 2000 pt was implanted with a left knee. About 9 months later, the surgeon reopened the knee and modified the polyethylene insert by trimming down the poly. The surgeon closed the pt with the same insert. The revision took place 5 months later.